Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were 447 mg/dl and 400 mg/dl. The customer treated for high blood glucose with boluses and then blood glucose level went to 256 mg/dl. Other blood glucose value mentioned such as 176 mg/dl. Customer reported that insulin pump was on auto mode at this time. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.